Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Visual and x-ray examinations did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a follow-up on 22 oct 2022. During examination of lead, it was noted that the right atrial (ra) lead was dislodged and was not functioning. The physician explanted and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.